Event description:
A hosp in (B)(6) reported via our distributor that during the annual revision of an iw934afu cosycot infant warmer, a tech detected a problem with the warmer's encoder. The hosp further reported that the temperature control did not appear to be able to be modified. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requesting the return of the faulty component in respect of the iw934afu infant warmer for investigation. We are awaiting the return of the device. We will submit our findings in a follow up report at the completion of our investigation.